Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested, yet to be provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that hemostasis could not completed because the anchor was not fixed in the vessel. The product was changed out for a new one and the procedure was finished. There was no negative influence. The patient physical condition was reported to be stable.

Event description:
Additional information was received on 03/13/18. That the anchor did not hold to the blood vessel. There is no harm to patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional patient information & provide additional event information.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in the UDI and the expiration date, and provide the device manufacturer date. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 3/28/18. There was a second angioseal used to achieve hemostasis. There was no difficulties with the arterial access, sheath, guidewire or catheter insertion. The procedure that was being performed was a pci. A 8fr sheath was used and there was a pre deployment angiogram performed.